Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of three proglide were successfully deployed on left common femoral artery; however, when an attempt was made with three additional proglide on right common femoral artery, they all failed. The sheath was upsized to an 18f sheath and the aaa was completed. Inguinotomy (cut down surgery) was performed for manual closure of the artery and tissues. There was no reported adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy as surgical cut down was required to close the artery. No additional information was provided.